Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Field service engineer (fse) observed the logs and discovered that the system has been suffering from overheating. Fse cleaned main core filter, ran sine cycles twice, gave universal surgical manipulator (usm) a workout and could not reproduce any further issues. Fse advised to keep filters clear. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. No product was returned for failure analysis and further alleged failure mode investigation.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that universal surgical manipulator (usm3) was disabled on sl1140 and the procedure was converted to laparoscopy before calling tse. The error 307, associated with a missing system node, was noted. The vision tower was being used for endoscopic vision, but the event log was inaccessible at the time. Artemis live logs showed that subsystems were ready, and no errors were currently detected. The tse advised a power cycle after the procedure to enable a complete historical log upload for further analysis. The nurse suggested the errors might be due to poor patient cart manipulator clearance, as usm3 and usm4 were colliding during use. The tse recommended adjusting the system setup to optimize manipulator clearance, possibly moving usm4 to a configuration of usm4, usm1, usm2, usm3, and relocating the endoscope to a different usm, if necessary. The procedure was converted to laparoscopic with no reported injury.